Event description:
A time discrepancy issue was reported by the customer, who encountered a difference greater than five minutes between the displayed time and the actual time on their pump. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose levels reaching above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the issue recurs.